Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical in damage was observed. Force sensor bridge test error found in pump event history log. Power up test was able to find force sensor bridge test error during the test. The root cause of the reported issue was found to be force sensor and left plunger case were damaged. Actions were taken to mitigate the reported issue: replaced force sensor and left plunger case. UDI information is unknown.

Event description:
It was reported that the device was showing force sensor bridge test error. No patient injury was reported.